Manufacturer narrative:
Intra procedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 58.3mm with a perimeter derived diameter of 18.5mm suggesting a 23mm evolut. The patient appeared to have a surgical mechanical valve. A fluoroscopy valve load inspection was not provided; thus, it is not possible to confirm a good load. It was reported that the valve was deployed the first time without issues. After recapture, unusual appearance of the capsule can be seen, specifically in the paddles and outflow region of the valve which prevented full recapture of the valve. The damaged delivery catheter system and valve were removed from the patient and visible damaged could be seen. The instructions for use (IFU) states that before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. Complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. In this case, the issues encountered could have been caused by an undetected misload. Additionally, visual evidence supports the paddles may have not be attached to the paddle attachment. However, without a fluoroscopy valve load inspection it is not possible to validate this statement and this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (f610779) into a patient with a mec hanical mitral valve, the valve was initially attempted to be deployed, however was recaptured due to a depth issue. The depth was not accurate on the left coronary cusp (lcc) and right coronary cusp (rcc). It was reported that the outflow of the valve may have been interacting with the frame of the mechanical mitral valve. The top side of the delivery catheter system (dcs) (pli 30) capsule had a strong bend. As the valve was attempted to be recaptured, a visible frame deformation inside the capsule was noted. The valve appeared to be twisted and infolded within the capsule due to the recapture. After the deformation was noted, the outflow of the valve was not fully enclosed within the capsule. The team elected to exchange for a entire new system. Upon examination of the dcs outside the body, the capsule had ruptured. A second valve (j086086) was loaded onto a replacement system (pli 40), however the same issues occurred. While attempting to recapture the valve, the valve became deformed and the team did not feel comfortable to proceed. A third valve (j095872) and system were used. This valve was able to land safely with no recaptured required. A procedural delay of one hour was reported as a result of the issues. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a mechanical mi tral valve, the valve was initially attempted to be deployed, however was recaptured due to a depth issue. The depth was not accurate on the left coronary cusp (lcc) and right coronary cusp (rcc). It was reported that the outflow of the valve may have been interacting with the frame of the mechanical mitral valve. The top side of the delivery catheter system (dcs) capsule had a strong bend. As the valve was attempted to be recaptured, a visible frame deformation inside the capsule was noted. The valve appeared to be twisted and infolded within the capsule due to the recapture. After the deformation was noted, the outflow of the valve was not fully enclosed within the capsule. The team elected to exchange for a entire new system. Upon examination of the dcs outside the body, the capsule had ruptured. A second valve was loaded onto a replacement system, however the same issues occurred. While attempting to recapture the valve, the valve became deformed and the team did not feel comfortable to proceed. A third valve and system were used. This valve was able to land safely with no recaptured required. A procedural delay of one hour was reported as a result of the issues. No adverse patient effects were reported. Additional information was received that indicated that the initial valve was recaptured as much as possible into the dcs and withdrawn through the sheath. There were no difficulties noted while withdrawing the system. The second dcs capsule reportedly did not rupture, and the valve was able to be fully enclosed into the capsule prior to withdrawal through the sheath.

Manufacturer narrative:
Updated data: b5. Second paragraph added d. Expiration date, lot #, and UDI added h4. Device mfg date added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.